Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate, during a 29mm sapien 3 valve in the aortic position via transfemoral approach case, tension was noted when the 29mm delivery system was removed. Upon sheath removal, it was noted that the marker on the end was lower than it should have been. Then was noted that marker was not at the tip of sheath. Removal of delivery system had accordioned the sheath lining, splitting sheath and pulling marker below tip of sheath. Per vascular direction, sheath was removed. There was no patient injury, no cutdown no repair was needed. Patient left room in stable position. The devices were discarded.

Manufacturer narrative:
The device was not returned for evaluation. Patient imagery was received and shows the full access vessel anatomy in which the patient vessels have some degree of tortuosity. Imagery of the devices was also received and sheath liner delaminated and bunched at the distal end also commander delivery system balloon bunched at the distal end. The lot number was not received therefore a device history review and lot history review could not be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Instructions for use (IFU) and training manuals were reviewed and no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. The reported event was confirmed per imagery provided. However, a manufacturing nonconformances was not identified. A review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As noted per description "the atrion was not locked. Negative was pulled and atrion was locked. The 29mm delivery system was removed without further comment". Per procedural manual "ensure the balloon is completely deflated". Per the provided imagery, the distal balloon appears bunched. As such it is possible that profile of the balloon was altered due to incomplete deflation/residual fluid leading to withdrawal difficulties noted. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (improper device removal techniques) contributed to the reported event.